Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
The entire left side dbs system was explanted and results of culture not available.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient was suspected infection at the left extension and as such surgical intervention was undertaken wherein both the left ipg and extension were explanted and sent for cultures.